Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event and a direct correlation to heartmate 3 lvas, serial number (B)(4) could not be conclusively established during this evaluation. The account reported that the patient had a prolonged hospitalization due to worsening right heart failure (rhf) and an rvad was placed on (B)(6) 2018. The patient¿s rhf was thought to possibly be related to the lvad. There was concern for refractory right ventricular (rv) dysfunction given the need for high inotrope support and the inability to tolerate higher lvad speeds. However, the lvad functioned normally and there were no device malfunctions or issues that contributed to the rhf. The event reportedly resolved on (B)(6) 2018. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4), until (B)(6) 2019 when the patient ultimately expired due to events unrelated to the lvad. No product is available for investigation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 13 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a right ventricular assist device placed on (B)(6) 2018 due to worsening right ventricular failure. Healthcare provider stated refractory right ventricular dysfunction was a possible consequence of lvad therapy. No device malfunction. No additional information was provided.